Event description:
It was reported that the insulin pump alarmed power system error multiple times. It was stated that the setting were erased when removing the battery. Blood glucose value is unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.